Event description:
The patient experienced discomfort due to warm sensation with external device use.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed december 12, 2013.